Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a prolapse correction gynecological surgical procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient experienced abdominal urinary tract infections and abdominal and pelvic pain. No additional information was provided.